Manufacturer narrative:
Additional information was provided in a.1., a.2., and a.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The product was returned for analysis and the reported complaint could not be confirmed. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. Iol was returned loose in the carton. The product investigation could not identify the root cause for the reported complaint "defective and impossible to use the implant". The reported complaint was lacking in relevant information such as the type of defect/issue observed. The lens was returned outside of the device, and due to this, we are unable to confirm the lens and the plunger position for advancement. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of lens was explanted at initial procedure due to defective, making it impossible to use the implant. The procedure was completed with back up lens. Additional information was requested.